Manufacturer narrative:
Sc-2317-50 (sn (B)(4)): device evaluation indicated that the lead passed all tests performed. Sc-2317-50 (sn (B)(4)): the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 3 cm from the set screw mark of the clik x anchor. There were no exposed cables at the clik site fracture locations. The broken cables resulted in the reported complaint of high impedance. Sc-4318 (ln 18388881): device evaluation indicated that the clik anchor passed all tests performed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted. The patient underwent a revision procedure wherein the leads were replaced. The physician believed that one of the leads fractured at the site of the anchor.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2317-50 serial #: (B)(4) description: infiniontm cx 50 cm lead.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted. The patient underwent a revision procedure wherein the leads were replaced. The physician believed that one of the leads fractured at the site of the anchor.